Event description:
It was reported that the physician attempted to treat a lesion reported to be in the lad of a patient with moderate tortuosity, 70% stenosis and had a previously deployed stent. The lesion was pre-dilated and the physician proceeded to use a 2.75mm diameter x 14mm length endeavor sprint (rx) drug eluting stent however the device could not advance to the lesion site and resistance was noted when advancing the device. When the system was withdrawn, it was seen that the stent is deformed. Another endeavor sprint stent was successfully used as treatment. No patient injury or other sequelae were reported. Device evaluation: the stent was positioned between the marker bands as per specifications. The 6th proximal stent segment was raised and deformed. Slight damage was noted to the distal tip.

Manufacturer narrative:
Evaluation results: deformation problem. Related to another device (previously deployed stent in the vessel). Inherent risk of procedure (failure to deliver the stent and stent deformation). Patient¿s condition affected effectiveness of device (patient lesion morphology-70% stenosis). Evaluation conclusion: inherent risk of procedure (failure to deliver the stent and stent deformation). Device failure related to patient condition (patient lesion morphology-70% stenosis). Operational context (operational context contributed to event). (B)(4).